Event description:
It was reported that the pt had his spectra penile prosthesis removed due to "tissue necrosis for unknown reason."

Manufacturer narrative:
Analysis results indicate one cylinder performed within specifications and the other cylinder appeared to have sustained operating room damage but continued to function as intended. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.